Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'the sound volume heard only hear slightly despite it being set to high volume' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear flex failure. The rear flex requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had the sound volume heard only hear slightly despite it being set to high volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.